Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with an unspecified mentor textured gel breast implant and experienced right-sided rupture postoperatively. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent removal without replacement on (B)(6) 2021.

Manufacturer narrative:
On 11-feb-2022, mentor received additional information regarding the suspected medical device. The suspected medical device is a 500cc mentor memorygel breast implant (catalog #:3544500). The lot number of the suspected medical device was 5715949 or 5817011. On 25-feb-2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 3-mar-2022, mentor received additional information regarding the suspected medical device. The lot number of the device was 5817011. The implantation date was estimated as (B)(6) 2008 based on available information. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10-mar-2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. Additionally, parallel lines of shell wear were observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).